Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown rejuvenate neck. Additional information has been requested and if received will be provided in a supplemental report. Not returned to manufacturer - facility released to patient.

Event description:
It was reported that metallosis at juncture of modular neck connected to the hip stem.

Manufacturer narrative:
An event regarding revision involving an unknown rejuvenate modular device was reported. The event was confirmed. Review of device history records could not be performed as the reported device was not properly identified. A search of the super and chs complaint databases could not be performed as the reported device was not properly identified. Similar events have occurred for the rejuvenate modular product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that metallosis at juncture of modular neck connected to the hip stem.